Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
It was reported that the customer passed away in a hospital. The customer was hospitalized on (B)(6) 2016. The caller stated that the customer was fine on saturday but woke up sick and vomiting on sunday. Two hours later the customer was unresponsive, the paramedics were caller and transported the customer to a hospital by air. During transport the customer was placed on life support and the insulin pump was disconnected. The caller does not have the death certificate yet. However, they stated that the customer had brain bleed due to an unknown cause. The caller did not know the customer's blood glucose at the time of death. The last recorded value was 51 mg/dl on (B)(6) 2016 at 12pm. The customer was not using sensors. The caller declined returning the insulin pump. The caller agreed to perform carelink upload. Last alarm in the alarm history was a21 alarm. The insulin pump was in rewind mode. Assistance was provided to clear the alarm, rewind the device, and upload to carelink.